Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A trauma was reported. A decrease in the user's hearing performance with the device was noticed following the trauma. Explantation is scheduled.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
A head trauma was reported, after which a decline in the user's hearing performance was noticed. The recipient was re-implanted.